Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing driveline power fault alarms. The log files confirmed a driveline power fault alarm on (B)(6)2023.

Event description:
It was reported that the alarms were attempted to be cleared but they would not resolve. The modular cable was determined to the cause of the alarm and was exchanged along with the system controller.

Manufacturer narrative:
Manufacture¿s investigation conclusion: review of the submitted log files confirmed driveline power fault alarms; however, a specific cause for the alarms could not be conclusively determined through this evaluation. The submitted system controller log files confirmed driveline power fault alarms that became active on (B)(6)2023. The pump appeared to have operated as intended at the set speed throughout the duration of the log files. The exchanged modular cable was not returned for evaluation. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 7 entitled ¿alarms and troubleshooting¿ provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also outlines system controller alarms as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook section 5 entitled ¿alarms and troubleshooting¿ contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. Section 5 also outlines system controller alarms as well as how to respond to each alarm condition. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. The relevant sections of the device history records for the modular cable, lot number 190297 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.